Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter displayed an "error 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests his blood glucose 5-6x daily and manages his diabetes with an insulin pump (humulin r insulin). The alleged issue began about 3 weeks prior to contacting lfs. Due to the alleged issue, the patient discontinued testing his blood glucose and administered his insulin as usual (based on his carbohydrate intake). A week after the alleged issue, the patient claims he felt symptoms of itchy skin, thirst and numbness in his toes. An hour after his reported symptoms began, the patient obtained a blood glucose result of "about 435 mg/dl" on another device. Immediately after testing, the patient administered self insulin (unknown amount) as treatment. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a process failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.